Event description:
Patient reported severe corneal abrasion to where she had to wear a bandage and was treated with pain medication. The patient however did not leave any contact information. This is being filed as an unconfirmed corneal abrasion.

Manufacturer narrative:
This is being reported as an unconfirmed corneal abrasion. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.